Event description:
The pt reported charging issues between the implant and the external equipment. A boston scientific rep performed device eval and the problem was confirmed. Explant surgery has been recommended.